Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ultra2 meter has a power issue (does not turn on). Ten days later, this medical surveillance specialist contacted the pt to clarity info obtained during the initial phone call. The pt tests his blood glucose 4 times per day and manages his diabetes with lantus and novolog insulin. The pt takes insulin based on a sliding scale per the lfs meter reading. The pt's primary problem with his diabetes is that his blood glucose often goes low. Rarely does he have problem with his blood glucose running high. The pt's insulin regimen with lantus and novolog was implemented the previous month. The pt was humulin prior to the new insulin regimen. Early of the original month, the pt's insulin regimen was decreased. Two days prior to original date around 6:30 pm prior to dinnertime, the pt obtained a blood glucose reading of "65 mg/dl" on the subject meter. The pt took his usual dose of lantus and novolog insulin and ate his normal dinner. At around 8 pm, the pt went out for a walk around the block, which was not his usual routine. At 8:30 pm, the pt felt his blood glucose may have been going low and attempted to test with the subject meter. The pt reportedly was unable to use the subject meter to obtain his blood glucose meter due to the power issue. The pt allegedly spent approximately 20 minutes "trying to get it to power" on and eventually developed symptoms described as "sweating, not making sense, and cold." The paramedics were called. Upon arrival at 9 pm, the pt obtained a blood glucose reading of "36 mg/dl" on the emergency medical service meter. The emergency medical service provided the pt with IV treatment (unspecified type). The pt reportedly felt better soon after. The paramedics left after the pt's blood glucose was elevated above 85 mg/dl. The pt felt that had he been able to obtain his blood glucose reading at the time of concern, he could have prevented the aforementioned symptoms resulting in the medical intervention. During troubleshooting, the power issue was not resolved as the pt had not replaced the battery per the one touch ultra2 owner's manual. This complaint is being reported because the pt claimed he received medical treatment for a blood glucose reading of "36 mg/dl" after he was unable to obtain his blood glucose reading due the power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.